Event description:
Customer reported he ran out of insulin and the device will not let him get passed the main menu. Customer's blood glucose was 225 mg/dl. Customer stated delay on down key when pressed down to suspend. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was noted on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.